Event description:
New information received notes that the patient notifier anomaly was observed after the patient underwent a MRI scan. There was no allegation against the device. The device was explanted due to normal eri. There were no adverse consequences to the patient.

Event description:
It was reported that the vibration alert from the patient notifier did not vibrate. Multiple attempts to activate the notifier alert system were unsuccessful. The patient was scheduled for device changeout. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported patient notifier anomaly was confirmed in the laboratory. The patient notifier motor was damaged from exposure to MRI.